Event description:
It was reported that the 60 cycle interference is observed on real time 12 lead ECG but not on the implantable cardiac defibrillator (ICD) atrial or ventricular egm. The patient has a neurostim device. The caller plans to contact the neuro clinic for follow up. The ICD remains in use. No other patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.